Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device to sensor contact is intermittent with no error messages, error codes, audible alarms, or visual alerts observed on the monitor. There was no patient impact or consequence reported.

Event description:
The customer reported that the device to sensor contact is intermittent with no error messages, error codes, audible alarms, or visual alerts observed on the monitor. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device passed all visual and functional testing. All device alarm conditions were audible and visual. No product performance issue related to measurement was identified. The reported issue could not be replicated. The device functioned as designed. E1: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.